Event description:
It was reported that the home patient (hp) had a system error 2367 on the homechoice (hc) during drain 3 of 7, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. Technical service representative (tsr) instructed the hp to cycle the power in order to clear the alarm. The tsr reviewed the alarm log and found that there no previous alarms prior to the system error 2367. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.